Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one photograph. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted that the sulus were fully fired. Additionally the interlocks were engaged but the knife blades were advanced in the channel. There are some properly formed staples loose on the sulu¿s surface. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. If the instrument is opened prior to full retraction of the firing knob, the interlock will engage without the knife blade inside and the knife blade will remain loose in the channel. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: patient underwent an open sigmoid resection procedure. The patient was brought back into the operating room due to post op bleeding from the staple line. The reoperation occurred the day after the original procedure. The device had partially fired. The staple line was incomplete. The second operation was required to repair bleeding of the staple line. A second transection was required, resulting in permanent tissue loss and damage. Approximately two inches of additional tissue needed to be resected. A second stapler was used during the reoperation. This led to an extension of the patient's hospitalization time. The patient status is alive, with injury. The current status of the patient is recovered.